Event description:
While off loading the empty cot from the ambulance, for a pt pickup, the cot did not fold up/down properly. The cot was manipulated so it would fold up and no injury was sustained by pt or emt. The customer stated that a similar incident occurred one month prior while loading a pt into the ambulance. The cot was, again, manipulated so that it would fold and no injuries were sustained.

Manufacturer narrative:
We are reporting this incident due to a potential delay in transport as opposed to any likelihood of injury. The product is 24 yrs old and end user has no maintenance program with an authorized service agent.